Event description:
Loose perineal sling which was excised. Urethral stricture extending to the prostatic urethra just distal to likely veru. Able to resect down to viable urethra to perform a primary repair. Fixed wide/patent bladder neck. While we were following our skin incision and during the process of dissection of the urethra, we came across the bone-anchored invance sling which did not appear to be placing any tension on the urethra itself. The bone-anchored sling was completely removed.what was the original intended procedure?removal of invance bone-anchored urethral sling, posterior urethroplasty, subtotal perineal prostatectomy.device #1is this a laboratory device or laboratory test?no.